Event description:
Rn initiating fluids on ranger and unable to remove red cap from ranger tubing. It took multiple rn's and two hemostats to pull apart red cap from leur lock. Noted to be severely disformed, almost like it was melted or adhered to internal leur-lock. Manufacturer response for sub/ tubing, fluid warmer ranger, (brand not provided) (per site reporter). No response after multiple attempts.